Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. When the physician received the 5max ace catheter from the technician, it was found kinked and was not used. The procedure successfully continued using a new 5max ace catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital discarded the device.